Event description:
At approximately 11:00 pm on (B)(6) 2024, ivtm therapy began using an icy catheter (lot 201537) for the cardiopulmonary arrest patient. At approximately 1:00 am on (B)(6) 2024, an alarm sounded on the thermogard xp ivtm system indicating a saline leak. The amount of saline in the saline bag had decreased, so a syringe was connected to the in luer and blood was confirmed when it was drawn in. Since there was no spare thermogard catheter, temperature management was continued with arctic sun. The alarm on the console was cleared. No device malfunction reported for the start-up kit. No patient injury was reported.

Manufacturer narrative:
The reported complaint of a leak on icy catheter (lot 201537) was confirmed during functional testing. A pinhole leak was observed at the middle of the distal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the middle of the distal balloon, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 201537.